Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the his bundle lead was reprogrammed.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the his lead exhibited loss of capture. It was noted that the patient experienced bradycardia. The his lead remains in use. No further patient complications have been reported as a result of this event.